Manufacturer narrative:
Patient information not available for reporting. Date of event, this report, received by manufacturer: unknown date in 2017 being reported as (B)(6) 2017. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the end of the case, for a tibial nail with suprapatellar approach on unknown date in 2017, the connecting screw was difficult to disconnect from the tibial nail ex. The connecting screw was stuck on the nail and the surgeon used a cannulated shaft with an 8mm hex along with a ratchet wrench to disconnect the connecting screw. The nail remained implanted. The surgery was successfully completed with an approximate five to ten minute surgical delay. The patient was reported to be stable. Concomitant devices reported: titanium cannulated tibial nail-ex/sterile (part # 04.004.xxxs, lot # unknown, quantity of 1), cannulated shaft with 8mm hex 125mm (part # 357.398, lot # unknown, quantity of 1) and ratchet wrench-11mm width across flats (part # 321.20, lot # unknown, quantity of 1). This is report 1 of 1 for (B)(4).